Event description:
It was reported that when using the device, it displayed an error message: equipment fault and no sound was audible, neither that of the alarms nor that of the ultrasonic sensors. The device was in use on a patient. There was no report of patient or user harm. A remote service engineer (rse) interviewed the customer. The customer reported, since the event, the device has been functional again. A log check was performed and confirmed no error message for the time in question. The software was reloaded. However, based on the information available and the testing conducted, the cause of the reported problem could not be confirmed. The exact cause for the reported issue remains unknown.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that when using the device, it displayed an error message: equipment fault and no sound was audible, neither that of the alarms nor that of the ultrasonic sensors. Patient involvement is unknown. There was no report of patient or user harm.